Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Damage noted to the plastic material of two single use instruments used during tibial preparation. Plastic debris generation was observed with loose visible debris removed from the patient by the surgeon prior to surgeon completing prosthesis implantation and closure. No adverse event to the patient reported by the surgeon.

Manufacturer narrative:
Examination of the returned devices confirms drill/tower damage. The root cause is attributed to inadvertent user error. It suspected that the surgeon drilled into very hard/dense bone, this caused the drill move off axis and then skive into the drill tower generating debris. Based on the root cause of inadvertent user error, corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.